Event description:
Pt did meter to hcp meter comparison tests, at the same time, using the same fingerstick. The results were 85 mg/dl on pt's meter, and 112 mg/dl on a (surestep pro) meter. Pt did not have any symptoms. No harm was alleged.